Manufacturer narrative:
Serial number and UDI currently not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the zeroclient pc was bad and further investigation revealed that poe (power over ethernet) injector light was red with no power/com showing on the camera which only resolves portion of the issue when the zeroclient was replaced. On the 2nd checkout, the poe injector was replaced on the system. The system then passed the system checkout and was found to be fully functional. Analysis on the returned zeroclient pc resulted in a electrical damage and software functionality failure. This is failure captured and monitored in the medtronic hardware defect tracking database. Analysis on the returned poe resulted in an electrical failure. The injector led would turn green and to red within the hour. If the poe was unplugged from wall power and cooled, it would provide power again once plugged in. Device manufacturing date currently not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the course of training, the camera cart was losing communication. It lost communication a few times throughout the day. When technical services (ts) was present, it lost communication twice then a third time after being on for ten minutes. There was no patient present when this issue was identified.